Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the presence of foreign material in the device packaging. Further analysis of the foreign material could not be identified as a single material, but it was concluded that the foreign material could be a combination of tungsten pellethane, pvp hydrocoat and/or master bond adhesive. Av reviewed the complaint handling database and found other devices from this lot reported for foreign material on the device. Further assessment was conducted and it was determined that the reported issue was potentially related to the manufacture of the guide wire. The issue will be addressed per internal operating procedures. There is no indication that a larger population within the affected lot or that any other lot might be affected by this issue. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a hair was found inside of the ht command guide wire sterile pouch by the distributor. The device was not used. There was no patient involvement. No additional information was provided.